Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2020 due to a glenohumeral joint infection. All the components were explanted: · smr cementless finned stem (product code 1304.15.160, lot# 1910032 - ster. 1900327); · smr reverse humeral body (product code 1352.20.010, lot# 1918570 - ster. 1900438) - product not marketed in the us; · smr reverse hp liner short (product code 1365.09.010, lot# 1910151 - ster. 1900298) - product not marketed in the us; · smr connector small r (product code 1374.15.305, lot# 1916957 - ster. 1900376); · smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot# 1921100 - ster. 1900441) - product not marketed in the us; · smr uncemented glenoid #small-r (product code 1375.20.005, lot# 1918670 - ster. 1900444) - product not marketed in the us; · bone screw ø6,5 h.25mm (product code 8420.15.020, lot# 1919946 - ster. 1900457); · bone screw ø6,5 h.35mm (product code 8420.15.040, lot# 1917056 - ster. 1900378). A cement spacer was implanted. Previous revision surgery took place on (B)(6) 2020. Patient is a male. Event happened in australia.

Manufacturer narrative:
By checking the sterilization charts of the involved products, no pre-existing anomalies were found, thus we can state that all the components had been regularly sterilized before being placed on the market. No additional details were available on the post-operative issue rather than a picture received about the explanted components. Specifically, the following information was requested to the complaint source, but it was not available: · pre-operative x-rays related to the revision surgery; · germ responsible for the infection. Based on the very few information received, we are not able to further investigate the root cause of the event. However, stating that the check of the sterilization charts highlighted no anomalies on components, we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse implants due to infection is 0,06%. No corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Manufacturer narrative:
By checking the sterilization charts of the involved products, no pre-existing anomalies were found, thus we can state that all the components had been regularly sterilized before being placed on the market. This is the first and only complaint received on these lot #s. We will submit the final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2020, due to a glenohumeral joint infection. All the components were explanted: smr cementless finned stem (product code: 1304.15.160, lot# 1910032 - ster. 1900327); smr reverse humeral body (product code: 1352.20.010, lot# 1918570 - ster. 1900438) product not marketed in the us. Smr reverse hp liner short (product code: 1365.09.010, lot# 1910151 - ster. 1900298) product not marketed in the us. Smr connector small r (product code: 1374.15.305, lot# 1916957 - ster. 1900376) smr reverse hp glenosphere 40 mm (product code: 1374.50.400, lot# 1921100 - ster. 1900441) product not marketed in the us. Smr uncemented glenoid #small-r (product code: 1375.20.005, lot# 1918670 - ster. 1900444) - product not marketed in the us. Bone screw ¿6,5 h.25mm (product code: 8420.15.020, lot# 1919946 - ster. 1900457); bone screw ¿6,5 h.35mm (product code: 8420.15.040, lot# 1917056 - ster. 1900378). A cement spacer was implanted. Previous revision surgery took place on (B)(6) 2020. Patient is a male. Event happened in (B)(6).